Manufacturer narrative:
(B)(4). The device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. A short circuit in the motor cable was found, therefore the motor cable was replaced. A review into the depuy synthes mitek complaints system revealed similar complaints for this serialized device with the product code that was released to distribution. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Given the information provided, we cannot discern a definitive root cause for the reported failure. These devices are frequently sent in for repair due to the nature of their use, and longevity in the field. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the shaver device just stopped working and could not be restarted. During service and evaluation, it was determined that the device had a short circuit in the motor cable. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown but was noted to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.